Event description:
The huber style needle I use for band adjustment (add/remove saline to a port for an adjustable gastric band) leaked at the needle hub. This meant that saline leaked out of the pt's port and I had to re-access the port with a new (different lot) needle, replace leaked saline and continue with the originally planned procedure. This has happened before and been reported to the MFR. This is a new lot number and has recurred. I have not reported it to the FDA before. Pt also on coumadin, increasing risk of bleeding problems, so this meant I had to puncture her skin an add'l time. (B)(6). FDA safety report ID# (B)(4).